Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using an unspecified bd pen needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: rear cannula end is broken.